Event description:
Covidien rec'd a report of smoke associated to a warmtouch 5800 pt wormer. There was no pt involvement reported.

Manufacturer narrative:
The warmtouch 5800 was evaluated in the MFR's svc dept. The svc engineer reported observing smoke and fire damage to the blower hose as a result of a damaged blower. The svc engineer replaced the blower assembly, heater assembly, hepa filter, cover, and hose. The unit passed all performance verification tests and was returned to the customer as requested. After 45 mins of continuous use in high mode, the warmtouch 5800's air temperature will automatically drop to medium. If necessary the back up sys automatically turn off the heater and illuminate the warning light. The customer did not provide any info about the temp mode or length of time this unit was on, or if it had shut down automatically as intended. Attempts are being made to obtain this info from the customer in germany. A f/u report will be filed if significant new info is gained.